Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital, oversensing noise was observed. The tachy therapy was turned off to prevent any possible vibratory patient notifiers. There was also an alert for lower out of range high voltage lead impedance. The patient will continue to be monitored. No adverse symptoms were reported.